Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the electrocardiogram connector on the link electronic module board (lem) was loose and noted that the programmer failed its common mode/wrist electrode test. It was further noted that the programmer needed its lem board replaced however the programmer was to be scrapped and replaced due to a lack of available parts. (B)(4).

Event description:
It was reported that the programmer's electrocardiogram port was loose or broken and that this created noise. It was further requested that the programmer be exchanged for a wireless model. The programmer was returned to service. No patient complications have been reported as a result of this event.